Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy, seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma. Lymphadenopathy.

Event description:
Healthcare professional reported left side rupture, "abundant radial folds", "minimum quantity of liquid lacking pathological significance" and "axillary lymphadenomas" diagnosed via MRI. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/apr/2024.

Event description:
Healthcare professional reported left side rupture, "abundant radial folds", "minimum quantity of liquid lacking pathological significance" and "axillary lymphadenomas" diagnosed via MRI. The device has been explanted and replaced with a non-allergan product.

Event description:
Healthcare professional reported left side rupture, "abundant radial folds", "minimum quantity of liquid lacking pathological significance" and "axillary lymphadenomas" diagnosed via MRI. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification). Crease/folding of implant-breast: observed, fold creases. Seroma-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.